Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) never called back to troubleshoot. Pt said she was calling healthcare provider (hcp) office to make appointment, but also is continuing to leave stimulation on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a car accident, the patient experienced pain at the implantable neurostimulator site and had difficulty or was unable to recharge the implantable neurostimulator, including communication issues while recharging and receiving an error message indicating the controller was too far away. The patient confirmed that all issues began following the car accident.  At a previous appointment after the accident, connection with the device was easily established and only teaching was needed; the patient was advised to monitor the situation and consider device relocation if problems persisted. The patient later reported being unable to connect to the device at all. Troubleshooting was attempted by phone, but the patient did not have the device available and could not proceed at that time; a follow-up call was planned. The patient was informed not to place the charger directly on the skin and to adjust the temperature if needed. No adverse outcome or injury was reported, and the issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.